Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is possibly related to the patient's condition.

Manufacturer narrative:
The e601 module serial number is (B)(6). Calibration and qc results do not indicate an issue. No instrument-related issues were identified. H3: other text : na.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys digoxin (digoxin) on a cobas 6000 e 601 module. Sample 1#: (drawn at 10:33). The initial result was 6.40 nmol/l with a data flag. The repeat result was 8.81 nmol/l. The sample was repeated again with a result of 6.40 nmol/l with a data flag. The repeat result was 9.05 nmol/l. Sample 2#: (drawn at 12:19). The initial result was 0.814 nmol/l. The repeat result was 0.841 nmol/l. The results from the 2nd sample were reported outside of the laboratory. It is not known which results were believed to be correct.